Event description:
The company was informed that the pt presented with an infection shortly after being implanted. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.